Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during reprogramming of the implantable cardiac defibrillator for an ablation procedure, an alert for charge time reached was noted. Capacitor maintenance was performed, and the charge time was found to be normal. The patient was in stable condition and would continue to be monitored.